Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. This is a final report.

Event description:
The parent reported on (B)(6) 2025 that the user suddenly could not hear sounds with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. This is a combined initial and final report.

Event description:
The parent reported on (B)(6) 2025 that the user suddenly could not hear sounds with the device. The user has been re-implanted.